Event description:
The user facility reported that the safety cover did not properly cover the tip of the needle after use. Reportedly, there was no harm to the patient or medical staff and no needle stick occurred as a result of the event.

Manufacturer narrative:
Evaluation of the returned sample confirmed that the metal safety cover did not properly cover the introducer needle point. Close examination determined that the metal component had been damaged such that the guard cover was partially misaligned. A review of the device history records and inspection records indicated that there were no production related problems although the cause for the reported event cannot be definitively determined based upon the available information, the appearance of the returned sample is most consistent with the inner needle being removed at an extreme angle or being reinserted into the catheter after the safety cover had been activated. The device labeling does address the potential for such an event in the instructions-for-use, which states: "when taking out inner needle, inner needle should be kept straight. And do not angle, rotate needle, or remove quickly. If you do any of these safety cover might not work to protect needle tip and possibly risk of needle sticks." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).